Event description:
Nephrostomy tube was inserted on 6/22/92 without incident. Beginning in early july, patient required dressing changes daily instead of twice/week. No drainage was noticed in bag, only on body. Patient came in for check-up due to leakage. Tube was found to be cracked approximately 1" from bodydevice labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: manufacturing. Conclusion: device evaluated and alleged failure could not be duplicated. Certainty of device as cause of or contributor to event: maybe. Corrective actions: device returned to manufacturer/dealer/distributor. Invalid data - on device destroyed/disposed of status.